Event description:
It was reported that, during a laparoscopic proctectomy procedure, the clip ejected from the device. There were no adverse consequences to the pt.

Manufacturer narrative:
Info was not provided. Info anticipated, but unavailable at this time.